Manufacturer narrative:
The pump was not returned to animas for investigation. If the pump is returned an investigation will be conducted and a supplemental report will be filed. The patient's mother (also the initial reporter) states that the patient did not monitor button presses to ensure that the pump responded. Delivery of a bolus insulin dose requires a sequence of button presses that is coordinated with the pump display. The patient currently uses a backup plan for insulin injections. No other conclusions can be made at this time.

Event description:
It was reported that the keypad buttons were unresponsive and that the patient did not program bolus doses of insulin, due to the issue. The reporter stated that the patient did not monitor button presses to ensure that the pump responded. The patient's blood glucose level was subsequently elevated.